Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, legal counsel for the patient is alleging pain, decreased daily activity, and decreased range of motion. It is also alleged that implants have fractured and disassociated approximately a year after the initial case, but it was not specified which implants this applied to. No revision procedure has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00681, 0001822565-2019-03999, 0002648920-2019-00682, 3007963827-2019-00263, 0002648920-2019-00683. UDI: (B)(4). Concomitant medical products: articular surface size ef 10 mm height, catalog#: 00596403210, lot#: 63699699; taper stem plug, catalog#: 00596009900, lot#: 63785337; femoral component option size f right, catalog#: 00596401652, lot#: 63199090; all poly patella size 29 mm dia. Standard 8.0 mm thickness, catalog#: 00597206529, lot#: 63650841; 0011121401 palacos r 1x40 single; 0011131401 palacos r 1x40 single. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, legal counsel for the patient is alleging problems with the implants. No revision procedure has been reported.